Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up the device could not be interrogated. Device was attempted to be interrogated with rf antenna but was unsuccessful. Telemetry tests was attempted but failed. No external source of emi nearby was reported. Device was interrogated with a second programmer but was unsuccessful. Generator replacement was recommended due to lack of pacing support and unsuccessful interrogation of the device. Patient was stable and physician elected to monitor the patient. Patient later presented and premature depletion was observed. The device was explanted and replaced. No further information available.